Event description:
Complainant alleged that the medics responded to a call for an unresponsive 51 yr old female pt who was laying in bed. The medics attempted to monitor the pt with the device, but when they powered-up the device, there was no screen display. The medics were able to monitor the pt heart rhythm using the device recorder. The complainant indicated that the pt had already expired upon arrival, and that the pt outcome was not as a result of the reported malfunction.